Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display or audio/vibrate anomaly were noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was badly scratched and it affects the visibility of the screen. Customer also stated that the audio was very soft. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.